Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A capacitor required replacement to address the issue. However, no repairs were completed because the device was scrapped.